Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/13/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: product code: (3) vcp740 product lot #/batch: 1062z5 tracking #: (B)(4) received at (B)(6) on 10/13/2025. 1. Could you please clarify if extra devices belongs to this complaint? Extra devices are reference devices. 2. If not, could you please clarify if the extra received products belong to a different complaint? If so, can you please provide the complaint number. 3. If the devices was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. The device has been received at (B)(6) and will be shipped. Please check rmao. Tracking number: (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained via: when did the needles detach from the suture thread (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)?maybe during passage through tissue. How many devices demonstrated the alleged deficiency? Unk, maybe 4. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6). H3 investigation summary: the product was returned to ethicon for evaluation. One open box with two unopened samples was received for analysis. Product code vcp740d. This product code is multistrands and contains eight strands per packet. In order to evaluate the condition of the returned samples, the packets were opened, and the swage and attachment area were noted as expected. The sutures were dispensed without problems and examined along the strand no anomalies were observed during evaluation. The functional test was performed using instron equipment and the pull force met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, it was reported by a sales rep that, during an unknown surgery, the needles and sutures were detached easily several packages in a row. The needle-suture came off when the needle was applied to the muscle layer and removed. The exact quantity is unknown, so the sales rep would get contacted by the customer later. It was a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. There were no adverse consequences to the patient. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.